Manufacturer narrative:
A follow up report will be sent with investigational results and conclusions. Additional information might be added, and/or current information might be corrected.

Event description:
Late on (B)(6) 2020, integrum received an e-mail from the prosthetist at opcare that an axor loan unit had unintentionally disconnected during use. It was reported that the patient fell, and there was bleeding from the stoma site, and the patient suffered a lot of pain in the days to follow. It is unclear when the event occurred. It is was stated that the patient cleans and maintains the axor properly. Integrum opened a complaint case (B)(6) 2020. Loan unit sent back to integrum - not in use by patient.